Event description:
It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the endolinear cutters and several reloads locked out during the case. The surgeons reported to the rep the products were malfunctioning. The case was completed laparoscopically. There was no consequence to the pt.